Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump returned a motor error alarm. Caller reported that a motor error alarm was returned about one month prior to the call and also the night before the call. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 355 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.